Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the ¿forgetting eog (possibly insufficient reprocessing)¿ issue could not be confirmed, and a root cause could not be determined. The investigation confirmed that the specifications and functions are met. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus the gastrointestinal videoscope experienced an elongated bending section cover (a-rubber). There were no reports of patient harm or impact associated with this event. Inspection and testing of the returned device revealed that the device had been incorrectly reprocessed between procedures. This medical device report (MDR) is being submitted to capture the reportable malfunction found during device evaluation.

Manufacturer narrative:
E1: (B)(6). The device was returned to olympus for evaluation and the customer's reported issue was able to be confirmed. During the device evaluation it was observed that bending section cover (a-rubber) had slack; due to a pinhole on bending section cover, water tightness was lost; due to wear of angle wire, bending angle in the upward direction did not meet the standard value; due to wear of angle wire, the play of upward/downward knob was out of the standard value; adhesive on bending section cover (a-rubber) had a crack; adhesive around objective lens was peeled; adhesive around light guide lens was peeled; nozzle had corrosion; plastic distal end cover had a burn; and scratches were found on multiple components of the device. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.